Manufacturer narrative:
H6: investigation summary customer returned a single 0.3ml, 29 gauge, 12.7mm syringe from lot 2003434. Visual inspection found that the graduation markings were angled downward. A review of the device history record was completed for batch# 2003434. All inspections and challenges were performed per the applicable operations qc specifications. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of the scale marking being slanted. A definitive a definitive root-cause could not be determined.

Event description:
It was reported that the scale markings on the bd ultra-fine¿ insulin syringe were slanted. The following information was provided by the initial reporter, translated from japanese: "the customer reported that the scale marking was printed slantingly."

Event description:
It was reported that the scale markings on the bd ultra-fine¿ insulin syringe were slanted. The following information was provided by the initial reporter, translated from japanese: "the customer reported that the scale marking was printed slantingly."

Manufacturer narrative:
Initial reporter name and address: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.